Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal (ip) vancomycin injections 1 gram in the first bag than every fifth day for fourteen days and ip magnova injection 1 gram given in first bag than 500 mg in each exchange for fourteen days for the event of peritonitis. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient had completed antibiotic treatment and recovered from the event. Their effluent was clear and they were doing well. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.